Event description:
A programming history review was performed which found that a faulted system diagnostic test occurred on (B)(6) 2011. Prior to this system diagnostic test, the patient's settings were output current: 2 ma, signal frequency 20 hz, pulse width 500, signal on time 30, signal off time 5 minutes, magnet current 2.25 ma, magnet on time 60 seconds, magnet pulse width 500 microseconds. A final interrogation was not performed after the diagnostic test; however, upon initial interrogation on the following visit of (B)(6) 2012, the patient's settings were found to be different and indicative of the faulted test (output current: 0 ma, signal frequency 20 hz, pulse width 500, signal on time 30, signal off time 5 minutes, magnet current 0 ma, magnet on time 60 seconds, magnet pulse width 500 microseconds).

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Serial number, corrected data: initial report inadvertantly included incorrect serial number.